Manufacturer narrative:
THE FOLLOWING CONCOMITANT PRODUCTS WERE USED DURING THIS PROCEDURE: 30 DEGREE ENDOSCOPE PLUS, MONOPOLAR CURVED SCISSORS, PERMANENT CAUTERY HOOK, SMALL GRASPING RETRACTOR, CADIERE FORCEPS, FENESTRATED BIPOLAR FORCEPS, LONG BIPOLAR GRASPER, VESSEL SEALER EXTEND. A SITE HISTORY REVIEW FOUND NO COMPLAINTS WERE MADE FOR THE INSTRUMENTS USED DURING THIS PROCEDURE. A DEVICE HISTORY RECORD (DHR) REVIEW WAS PERFORMED FOR THE DEVICE(S) USED DURING THE PROCEDURE AND NO NON-CONFORMANCE'S WERE IDENTIFIED TO BE RELATED TO THIS EVENT. A REVIEW OF THE SYSTEM LOGS FOUND THAT NO RELEVANT ERRORS OCCURRED DURING THE PROCEDURE. LOG REVIEW OF THE 5 SUBSEQUENT PROCEDURES PERFORMED ON THE SYSTEM FOUND NO ERRORS OCCURRED THAT WOULD HAVE LIKELY CAUSED OR CONTRIBUTED TO THE REPORTED EVENT. A REVIEW OF THE EVENT PERFORMED BY AN INTUITIVE SURGICAL MEDICAL SAFETY OFFICER (MSO) CONCLUDED THAT THE PATIENT IN THIS REPORT DIED FOLLOWING AN ADRENALECTOMY. NEITHER THE DIAGNOSIS, NOR COMORBIDITIES, DETAILS OF THE CASE, POST OPERATIVE COURSE, OR CAUSE OF DEATH ARE PROVIDED. BASED ON THE INFORMATION PROVIDED IN THE SUMMARY OF EVENTS, INSUFFICIENT INFORMATION IS AVAILABLE TO DETERMINE IF ANY INTUITIVE SURGICAL PRODUCTS OR INSTRUMENTS CONTRIBUTED TO THIS EVENT.

Event description:
IT WAS REPORTED THAT DURING A DA VINCI-ASSISTED LEFT ADRENALECTOMY PROCEDURE, BLEEDING OCCURRED AND THE PROCEDURE WAS CONVERTED TO OPEN. IT WAS REPORTED THAT THE PATIENT EXPIRED. IT IS UNKNOWN IF THE PATIENT EXPIRED INTRA-OPERATIVELY OR POST-OPERATIVELY. THE CUSTOMER REPORTED THAT THIS EVENT HAD NOTHING TO DO WITH THE DA VINCI PRODUCTS USED. MULTIPLE REQUESTS FOR ADDITIONAL INFORMATION HAVE BEEN UNSUCCESSFUL.

Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Section B5 - Additional information:Medical Records were received. A summary of the surgeon's Operative Notes found that the patient was morbidly obese, and had a significant amount of vascularity and adhesions from a previous colectomy making the procedure very difficult. Upon dissection, the adrenal vein and renal artery were confirmed; however, attempts to identify the blood vessel off the adrenal artery were complicated by how deep the anatomy was in the patient. Due to the difficulty in reaching and observing the anatomy, the surgeon opted to dissect the tumor off the kidney and the retroperitoneum to see the adrenal artery. Dissection towards the tissue between the aorta and the lesion was completed, and a Vessel Sealer Extend (VSE) instrument was used to coagulate and transect a blood vessel. However, massive bleeding occurred from the artery as soon as it was cut. The surgeon noted in the operative report that a better view of the bleeding was unable to be achieved. The VSE, a robotic forceps instrument, and laparoscopic graspers were used to try controlling the bleeding at the proximal and distal vessel sites, and the procedure was converted to open to fully control the bleeding. The patient became asystolic and full resuscitation measures, including mass transfusion protocol, were initiated. Another surgeon assisted with a thoracotomy to cross clamp the aorta. The area of the injury was identified and bleeding was controlled with suture and multiple large metal clips. Return of spontaneous circulation was achieved; however, the patient was hypothermic and coagulopathic. It was opted to temporize the patient and the abdominal and chest areas were closed using an open abdomen wound system and the patient was admitted to the Intensive Care Unit. A CT scan of the brain showed diffuse cerebral edema; neurology consultation recommended palliative care. The patient expired the following day.Section H11 Evaluation:Available instrument, generator, and system logs for this procedure were reviewed. Based on this review, the available logs do not identify a device or system-related cause for the reported bleeding or adverse event. The Vessel Sealer instrument logs showed that the Vessel Sealer Extend (VSE) instrument, Lot Number K16241031-0119, was installed and passed homing 5 times. The instrument recorded 100 CUT COMPLETE events. The instrument was used for approximately 58 minutes. Review of the E-100 generator logs identified 3 COAG events with no errors and 117 SEAL events with 2 "HIGH INITIAL STARTING IMPEDANCE" errors. The System logs showed a single ¿E-100 Error: Recoverable Error: INSTRUMENT HIGH INITIAL STARTING IMPEDANCE (P1:0x10000003) / Rec-03¿ error. However, the system log error did not occur contemporaneously with the errors recorded by the generator logs. The "HIGH INITIAL STARTING IMPEDANCE" error messages recorded in the system and generator logs could indicate that energy took longer than expected to travel between the tissue in the jaws. Such circumstances may occur when excessive tissue is present between the jaws or when bio-debris accumulates on the instrument jaws and can interfere with energy delivery. A review of the event performed by an Intuitive Surgical Medical Safety Officer (MSO) concluded that a patient with a number of significant morbidities died during an adrenalectomy for a large adrenal tumor. By the operative report, a vessel sealer extend (VSE) was used during the procedure and bleeding occurred as the surgeon attempted to seal an adrenal vessel. The details of the vessel size, proximity to tumor, and proximity to the aorta are not provided. The patient went into asystole, and an emergent thoracotomy was performed to try and gain vascular control. Cardiac tamponade was noted at that time requiring a pericardiotomy. The patient went into asystole twice and the medical records state the patient had a non-survivable brain injury. Based on the information provided in the summary of events, insufficient information is available to determine if any Intuitive product contributed to this event.